Manufacturer narrative:
A detailed review of the lot history records related to this device lot showed no issues that were deemed related to the reported complaint. The device was returned for evaluation. The initial observations showed fractured stent struts protruding from the distal end of the outer braid as well as separation of the bifurcation hub to outer braid bond. These observations confirmed that a partial deployment occurred. A slight cast was noted in the delivery system and a kink in the proximal outer braid of the delivery system which coincided with end of the stiff support shaft. This is believed to be a result of the way the device was packaged for return. Detailed close-up images of the fractured stent crowns were taken. The stent was observed to have separated crowns as a result of the fracture. There was also slight damage to the distal radiopaque marker and is believed to have been caused by the partial deployment of the stent. The outer braid was elongated which indicated the delivery system was subjected to significant tensile force indicating that a significantly high deployment force was present during deployment. However, the information required to determine the cause of this increased deployment force was not provided. All bonds were intact, although the bifurcation hub to outer braid bond had separated. The presence of sanding marks on the outer braid and the presence of glue in the blue bifurcation luer port indicated that the manufacturing steps were performed as intended. The stent was deployed with little resistance and expanded as expected. No issues were noted other than the stent fracture and crown separation. The stent was noted to have 38 undamaged stent crowns, 1 distorted crown and 2 fractured crowns. A stent of this size has 48 crowns in total, the remaining portion of the stent contained 7 crowns and remained in the patient. It was highly likely that the stent fracture noted in this case occurred as a result of the partial deployment. In this case, the reported information included that there were no patient issues as a result of the stent fracture. The complaint was categorised as a "partial deployment". The cause category assigned was "unknown".

Event description:
On 28-feb-23, it was reported that during a procedure with a biomimics 3d 6.0 x 150mm device (bm3d), the catheter came back suddenly after the stent had been 30% deployed. The physician attempted to release the stent but it broke and another stent was used to cover it. Additional details were sought from the physician but were not provided. The device was returned for evaluation. There was no impact to the patient.

Event description:
On (B)(6) 2023, it was reported that during a procedure with a biomimics 3d 6.0 x 150mm device (bm3d), the catheter came back suddenly after the stent had been 30% deployed. The physician attempted to release the stent but it broke and another stent was used to cover it. There was no impact to the patient.

Manufacturer narrative:
The investigation is in progress. The device was returned for evaluation. The conclusions of the investigation will be reported in a follow-up supplemental once available.